Manufacturer narrative:
(B)(4). Sent: 08/31/2004. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen procedure, the housing and cannula had come apart. A new device was used to finish the case. No pt consequences.